Event description:
The customer obtained multiple, non-reproducible, unexpected, vitros amon quality control results on a vitros 350 chemistry system. The following results were obtained: qc fluid lot b1408 = 152.7 vs. An expected result = 195.5; qc fluid lot d1731 = 234.2, 127.8, 143.9 vs. An expected result = 194.0; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient results were questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, unexpected; vitros amon quality control results were obtained on a vitros 350 chemistry system. The customer used two floor cleaners both containing ammonia. The vitros 350 chemistry system reference guide states 'never use ammonia cleaners on or near the system.' The customer cleaned the microslide incubator evaporation caps and cleaned the incubator. Acceptable performance was obtained following cleaning. The root cause of the event is user error. There was no evidence that an instrument or reagent related issue contributed to the event.